Event description:
Patient complained of lack of efficacy after multiple reprogramming sessions with physician office. It was noted that impedance testing and reprogramming were performed. The devices were completely explanted. The patient status was reported as "alive-no injury." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09ftm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed functioning okay, insignificant anomalies.